Manufacturer narrative:
Corrected h6. Component code: 4755. One bl5115-4 collection cassette and tubing from lot w8866 were returned along with an alcon bottle balanced salt solution (bss) from lot 10j9w. The expiration date on the bss is 2024/01. The pack and bss were received in a red bio-hazard bag. There is fluid all over inside the bag and all over the components. The bss bottle contains approximately half of the solution. There is fluid in the tubing. On the collection cassette, a functional test was performed using a stellaris system. The collection cassette was captured and recognized by the system. The assembly passed the self-vacuum test, primed, irrigated, and aspirated as intended. The fluid that was returned was vacuumed off through the filter in an attempt to trap any possible particles. The filter was microscopically examined. There are many particles all over. However, no fiber-like particles were noted. Due to the returned condition, in a bag with fluid all over inside the source and origin of the particles cannot be determined. The product evaluation could not verify the failure mode due to the condition of product. The root cause is unknown and inconclusive. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is required. There was no patient impact/injury. The investigation is complete.

Manufacturer narrative:
Though the device is expected to be returned, it has yet to be received. The manufacturing and sterilization records were reviewed and found to be acceptable. The investigation is ongoing.

Event description:
The user facility reported that during cataract surgery the doctor discovered what looks like fibers in the patient¿s eye. This was following the implantation of the iol. The foreign material was removed with the irrigation/aspiration handpiece. There was no impact or injury to the patient, and no significant delay in surgery.